Event description:
The imaging vessel was stented and then oct imaging was attempted for stent assessment. During catheter insertion some resistance was felt and it did not feel like a typical smooth delivery. Physician noticed the catheter buckled proximal to the second marker band where a dissection was seen. Dissection was stented and patient is fine. Physician is a routine oct user and the cause of the dissection is unclear. The physician stated that the event may have been caused by the catheter.

Manufacturer narrative:
The device history record was reviewed and the device was manufacturing in accordance to sjm specification. A request has been placed to the hospital for images and the device and upon receipt further investigation will be performed.